Event description:
St. Jude ICD device placed in 2010 - patient presented for thyroidectomy and magnet was placed over device per recommendations. When cautery was started the device delivered a shock. Procedure was stopped and device rep consulted who advised to shut off the ICD for the remainder of the procedure. Unclear as to why this occurred as all proper ICD precautions were followed. No intervention was needed and disclosure to the patient occurred. FDA safety report ID# (B)(4).